Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the rf (radio frequency) head interrogated intermittently while manipulating the rf head cable; rf head cable found out of electrical specification. Analysis also found the upper case lens was broken. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head was unable to interrogate devices. The rf head was returned for repair. No patient complications have been reported as a result of this event.